Event description:
It was reported that stent damage occurred. The patient presented with chest pain. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that stent was frayed. The device was removed and the procedure was completed with a 3.00x20 mm synergy stent. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that stent was frayed. The device was removed and the procedure was completed with a 3.00x20 mm synergy stent. There were no patient complications nor injuries reported. It was further reported that the 70% stenosed target lesion was located in a severely tortuous and moderately calcified vessel.